Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with unknown antibiotics (dose, route, duration, frequency not reported) for peritonitis. The cause of the event was not reported. At the time of this report, the patient was recovered from the event. Additional information is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced one case of peritonitis and further investigation has shown that the peritonitis was previously reported in 1416980-2014-20844 ((B)(4)). As the event of peritonitis was previously reported; this reported event is no longer reportable. Should additional relevant information become available, a supplemental report will be submitted.